Event description:
Reporter stated that patient received the following results on mobile system compared to a professional meter within 8 minutes and 1 minute respectively: 417 mg/dl (mobile system) and 159 mg/dl (professional meter); 493 mg/dl (mobile system) and 147 mg/dl (professional meter). Sets of results were taken at different times. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.